Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 30 mg/dl. The customer stated had not reported any symptoms and treatment. Customer¿s blood glucose level was 30 mg/dl. Troubleshoot was not performed as the customer father was not in home. The product will not be returned for analysis